Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease and underwent endovascular therapy. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres for 2 seconds, the balloon ruptured near the middle part. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and patient condition was good.